Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac vein and inferior vena cava (ivc) using an indigo system aspiration catheter 8 (cat8), indigo system separator 8 (sep8) and, non-penumbra sheath. During the procedure, the physician made two passes using the cat8. Next, while attempting to advance a sep8 through the cat8, the physician noticed the sep8 would not advance. Therefore, the cat8 was removed and the physician noticed the mid-shaft to be crimped. The procedure was completed using a new cat8, the same sep8 and sheath. There was no report of an adverse effect to the patient.